Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: missing left coil'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('miscarriage') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: essure confirmation test(s) conducted- result of essure confirmation test- total bilateral occlusion. That the device was in place. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety"), mood swings ("mood swings"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), pelvic pain ("pain pelvic"), alopecia ("hair loss"), abdominal pain ("pain abdominal"), back pain ("pain back") and arthralgia ("pain joint"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, menorrhagia, depression, anxiety, mood swings, migraine, headache, tooth disorder, dysmenorrhoea, dyspareunia, pelvic pain, weight increased, alopecia, abdominal pain, back pain and arthralgia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, anxiety, arthralgia, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: significant amendment was done. Outcome of pregnancy was changed from prospective to retrospective. No new follow-up information was received from the reporter. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformance's data; should any new and reportable provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: missing left coil'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage),') and abortion spontaneous ('miscarriage') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: essure confirmation test(s) conducted- result of essure confirmation test- total bilateral occlusion. That the device was in place. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety"), mood swings ("mood swings"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), pelvic pain ("pain pelvic"), alopecia ("hair loss"), abdominal pain ("pain abdominal"), back pain ("pain back") and arthralgia ("pain joint"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, menorrhagia, depression, anxiety, mood swings, migraine, headache, tooth disorder, dysmenorrhoea, dyspareunia, pelvic pain, weight increased, alopecia, abdominal pain, back pain and arthralgia outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, anxiety, arthralgia, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2019: pfs received ¿ case becomes valid with incident. Previously reported event injury to herself removed. New event malposition of essure device location of device: missing left coil, pregnancy (stillbirth or miscarriage), device ineffective, abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, anxiety, mood swings, migraines, headaches, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, weight gain, hair loss, abdominal pain, back pain and joint pain were added. Product information indication were added. Patient information date of birth and patient notes were added. New reporter and consumer address were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.